Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zct150 22.0 diopter lens was explanted from a female patient¿s left eye due to patient¿s myopic outcome. The physician noted that the patient had no prior lasik procedures. In addition there was no incision enlargement or sutures required. The lens was replaced with another zct150 model lens of a lower diopter power (19.5). There was no patient injury reported.

Manufacturer narrative:
Device available for evaluation ¿ yes, returned to manufacturer on 02/16/2017. Device returned to manufacturer ¿ yes. Device evaluation: the device was returned to the manufacturer. Visual inspection with the unaided eye shows the product is cut in pieces, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. The device issue could not be confirmed in the returned sample. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no similar complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.